Event description:
It was reported that pump experienced malfunction after pump was worn on thrill ride, and caller noted displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Caller contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if any malfunction happened again.